Event description:
In 2009, the patient reported an elevated blood glucose reading of 420 mg/dl with her target range being 100-120 mg/dl. She delivered a 6.0 unit bolus of insulin through her infusion device but hours later her blood glucose was still 420 mg/dl. She then discovered her infusion headset and tubing had blood in them. She removed the infusion headset and tubing. To troubleshoot, the patient was assisted in attaching and priming a new tubing. She then delivered a 6.0 unit bolus to treat her elevated reading. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.